Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error e217and no image was traced to cut on charged coupled device (ccd) cable. However, the probable cause of foreign objects in auxiliary water channel could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During evaluation, the service center identified the device displayed scope communication error e217, no image and had foreign objects in auxiliary water channel. There was no patient involvement.